Event description:
ER personnel responded to a pt in cardiac arrest. The device was connected to the pt and powered up. According to the reporter, the device locked up and would not respond to keypresses. A backup device was immediately called for and used but the patient was not resuscitated. The rptr stated the device did not cause or contribute to the pt's death because the pt was not viable.